Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning for increased impedances, high thresholds, and a loss of capture on the right ventricular (rv) lead. It was also reported that there were low impedances on the right atrial (ra) lead. The rv and ra leads were capped and replaced. No patient complications have been reported as a result of this event.